Manufacturer narrative:
This report is submitted on september 4, 2018.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) to explant the device in preparation for a tumor removal. The electrode array remains in situ.